Event description:
The pt was told that the implantable neurostimulator (ins) was "95% dead" and the lead "wasn't working". There was no known accident or incident related to the event. The pt was scheduled for a replacement. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).